Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, uterine prolapse and large rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic assisted vaginal hysterectomy, posterior prosima and rectocele colporrhaphy and mesh along with cystoscopy and bso performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.